Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission done one day post a right ventricular (rv) lead revision indicated that there was high thresholds on the right atrial (ra) lead. Additionally, a high number of sensing integrity counters (sic) were noted since the day before. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.